Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged that a patient received the results of 545 mg/dl and 197 mg/dl on the inform system compared back to back within 10 minutes. No actions were reported taken or treatment received. Reporter stated that there may not have been enough blood on the strip for the first test. No adverse event reported. A request was made for the return of the affected product.